Manufacturer narrative:
H10 - the following were received for evaluation: one new (10 units) list # ch2000sc-10, spiros®, closed male luer w/red cap, 10 units; 4096942. Twelve used units list # ch2000sc-10, spiros®, closed male luer w/red cap, 10 units; 4096942. Mating devices: three new 60ml moniject syringes, one new 35ml monoject syringe, one new 20ml monoject syringe, one new 6ml monoject syringe, one new 3ml monoject syringe, one new 12ml monoject syringe, two new 30ml bd syringes luer-lok tip. Each of the returned ch2000sc-10 spinning spiros (both used and unused) were functionally evaluated for spin feature capability and pressure leak capability. All the returned ch2000sc-10 spinning spiros samples performed as designed without propensity for disconnect from a mating device and without leakage when pressure leak tested. No used mating devices were returned to evaluate with the used ch2000sc-10 spinning spiros samples. The new mating device syringes were measured, and all were found to be iso compatible. The customer complaint of leakage was unable to be confirmed. The device history review (DHR) for lot number 4096942 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device has been received for evaluation. Testing is not complete.

Event description:
The event involved a spiros, closed male luer w/red cap, 10 units that was found to leak chemotherapy during priming. It was also reported 60 ml or 35ml monoject syringes were used. There was no patient involvement, no adverse event and no delay in critical therapy.